Manufacturer narrative:
This pertains to the right implant, the left implant report will be submitted separately. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a continuation of leaking on and off since implant. Patient has two ins: left side implanted (B)(6) 2018, right side implanted (B)(6) 2018. Patient notes when she is standing the pee will go out. Patient has less pee when laying/sleeping but always has to go pee in the morning. Patient stopped feeling vibration sometime in (B)(6). Troubleshooting already performed: patient went to their doctor and had a programming change that resulted in the patient feeling stimulation; this worked for awhile and then the patient did not feel stim and the leaking returned. Patient also reports having some numbness in thighs, going down. Patient reported this numbness happened twice in (B)(6). Patient reports having sciatica, and spinal stenosis, not related to ins therapy and she had an epidural injection for this last week. Patient services recommended that the patient ask their doctor if the injection/ numbness could be related to those medical conditions. Patient also reports pain on left side (implant area) when sitting/laying down since implant. Patient services had the patient sync devices to programmer for troubleshooting: the right side showed stim was off. Patient initially saw the diamond screen indicating programming had been changed without programmer present. Once this was bypassed patient thought ins was on, but it was set to program 3 at 0.0 volts. Patient tried to increase but saw a screen (potentially sync or turn ins on screen) once stim was turned on, patient was able to increase to 1.7v and feels stim. Patient reports it feels like stim is stopping and starting without the programmer use; this occurred on (B)(6). Patient checked the left side: and stim is on program 4 at 3.0 v, patient increased to 3.3 v and chose to stay there. Patient was advised to keep a voiding diary to track progression/therapeutic response and was directed to consult with hcp if problem does not resolve. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had pain in their knee, thigh, and buttocks which had been going on for ¿maybe two weeks or more¿. They also reported that they were getting numbness on their buttocks and private parts. The patient did not know when this issue started. As actions taken prior to the report, their healthcare professional (hcp) told them to ¿stop the machine¿ which was thought to mean turn the ins off. The patient noted that their ¿urination was okay¿ but still had the pain and numbness. It was mentioned that the patient had sciatica and stenosis (which was diagnosed prior to implant of the device) but they did not know if this was the cause of their numbness. The patient did not that the implant may be sitting on the sciatic nerve which may be causing the pain. They wanted to do an MRI but their hcp said no. In addition, the patient reported they could hardly walk because of the pain and numbness issues. The patient also stated that they were not provided with adequate training. The patient inquired about having the device removed but their hcp did not want to remove it and only wanted to reposition it. The patient was sent hcp listings to get a second opinion. There were no further complications reported or anticipated.